Event description:
Balloon was being used in the lad which was about 90% stenosed. Physician had trouble deflating the balloon, during which the pt had b.p. Depression, severe chest pain and arrhythmia until the balloon was removed.